Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that sixteen months post stent-assisted coil embolization procedure, the patient experienced transient ischemic attack (tia) with one-sided paralysis at the treatment site. Ozagrel (exact dosage unknown) was administered and the symptoms resolved. The patient remains on plavix (exact dosage unknown). In the physicians opinion, this event is related to the stent because one of the stent struts does not appose the wall of the internal carotid artery.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, patient transient ischemic attack (tia) and patient complications are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event. Review and analysis of all available information fails to indicate a definitive cause of the reported stent migration.

Event description:
It was reported that sixteen months post stent-assisted coil embolization procedure, the patient experienced transient ischemic attack (tia) with one-sided paralysis at the treatment site. Ozagrel (exact dosage unknown) was administered and the symptoms resolved. The patient remains on plavix (exact dosage unknown). In the physicians opinion, this event is related to the stent because one of the stent struts does not appose the wall of the internal carotid artery.